Event description:
Patient reported that the suspect device generated a blood glucose result of 991 mg/dl. The device's numeric reading range is 10-600 mg/dl; values >600 mg/dl should display as "hi". Patient indicated that no action was taken based on this value. No patient injury was reported and no treatment was received. While on the line with technical support, patient was unable to locate this value in the device's memory. Technical support requested the return of the suspect product and replacement product was shipped.